Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. The device was reprogrammed.